Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the use of a sharp object causing a cut in the introducer and the introducer being stretched. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during vascular access for a peripheral angiogram the micro puncture introducer detached from the hub and ended up in the patient's aorta. The physician was able to successfully retrieve the introducer with a snare. The patient suffered retroperitoneal bleed in recovery. The recovery nurse was not convinced that the retroperitoneal bleed was related to this procedure. The bleed was considered to be minor. The patient was watched closely throughout recovery process.